Manufacturer narrative:
Update: general tab: legacy ID number was incorrect on initial report in trackwise. Legacy ID updated.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
A ventilator was returned to a third-party service center for service. There was no harm or injury reported. During the evaluation of the device at third-party service center, the device was visually inspected. Foam particles were observed in the device and it was confirmed there was visible foam degradation. The device was scrapped.